Manufacturer narrative:
The failure investigation has been completed and the alleged data log corruption issue was verified. Based on the analysis, the alleged battery depletion issue could not be verified; however a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose level was 112 mg/dl. The customer reverted to an alternate method of insulin therapy.